Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain. It was reported on an unspecified date, the patient was having trouble with their pain pump. No further information was reported and no further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient had back pain. The patient was in so much pain and couldn't do anything about it. The circumstances that led to trouble with the pain pump was noted as the pump failed to communicate with the personal therapy manager (ptm) for over three hours. No steps were taken to resolve the issue and it resolved itself.